Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the patient experienced an issue with sensor code during the session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The device never asked for te sensor code again. The probable cause could not be determined via data.